Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone phone_control_android cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system up1a.231005.007.s928u1ues4axkf cloud - smartphone hardware sm-s928u1 cloud - cgm sensor type g6.

Event description:
A patient reports while wearing a pod between 4 and 24 hours the pods needle had not retracted upon initial activation. The patients pod will not be returned as it has been discarded.